Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided; thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Using multiple spectranetics devices (14f glidelight laser sheath, 11f tightrail sub-c rotating dilator sheath, and 16f glidelight laser sheath), the ra lead was removed. Switching to the rv lead with the 16f glidelight, the lead was removed; however, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. A perforation in the innominate vein was discovered and repaired, but the patient would not stabilize, and did not survive the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention, resulting in death. There was no alleged malfunction of any spectranetics device in use during the procedure.